Manufacturer narrative:
The device associated with this report was not returned. A two-year search of the complaint database did not identify a trend for this product code. The lot number was reported as (B)(4), which indicates a manufacture date of (B)(4) 2009. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Using the depth with the deep profile revision shell. The surgeon noticed that he was uable to determine the accurate screw length required to implant screws. The reason for the challenge appeared to be the thickness of the shell and the depth to which the screws were implanted.